Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user received an ¿unable to proceed¿ alert, after which the agent instructed the user to replace the inset 23-inch infusion set and the user successfully completed fill tubing with no further assistance needed. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the alert after infusion set replacement without medical intervention or hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed an operational alert consistent with a transient occlusion or infusion set issue that resolved with set replacement, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-related or use environment-related infusion set issue.